Event description:
I had been using u by kotex click, regular tampons and upon trying to remove it, the tampon itself unraveled inside my body, only half came out with the other top portion unraveled and stuck with no way to remove it. I know they were once recalled in the past - it appears there's issues again. I had to have help removing the remaining which was completely humiliating. Something like this could cause infections and/or vaginal damage. Really appalled by the lack of quality control. In my many years of menstruation, I've never had anything like this happen, nor have I heard of anything of the like either until today!